Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A specimen cup was returned with an intraocular lens (iol), lens case and a used company iii (d) cartridge (cav. 173). The lens was adhered to the side of the specimen cup. Viscoelastic was only observed in small spots on the optic. The optic has a large stutter scratch on the posterior surface near the edge of the optic. The used company iii (d) cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. The tip had heavy stress. The cartridge had evidence of placement into a handpiece. The used company iii (d) cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results for the presence of topcoat. The cartridge had a large scrape mark from the nozzle entry area to the tip on the right side. A second cartridge was returned. No issues were found with the second cartridge. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The used company iii (d) cartridge returned for this complaint was observed to be molded using the cavity 173 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. This mold attribute was discovered during an internal review, and all product manufactured with cavity 173 company iii d cartridges were placed on hold as part of that investigation. However, a cavity mix occurred at the supplier, resulting in cavity 173 cartridges being inadvertently released within a cavity 175 batch. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The root cause of the cavity mix was determined to be inadequate line clearance / process controls at the molding vendor packaging operation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, noticed two back to back intraocular lens (iol) issues where surgeon had to explant. Additional information has been requested and received stating that when lens was inserted into the eye, it was then explanted because they were both scratched. The surgery was completed with third lens which was also scratch but retained in eye since scratch was outside patient s field of vision and as per the surgeon prognosis was okay. As per surgeon opinion the event was related to cartridge. There are two medical device reports associated with this complaint. This report is 1 of 2.